Manufacturer narrative:
(B)(4).d10: unk cement g2: foreign - event occurred in canadathe device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately eight months post-hip resurfacing implantation, the patient underwent a right hip revision due to pain. During the revision, noted brownish fluid. Converted to a total hip and retained the cup. Attempts have been made and no further information has been provided.